Event description:
"This pt received a left hip replacement on (B)(6) 2009. In (B)(6) 2010, she began seeking medical help to investigate why she is having pain. (B)(6) 2010, she took a step and fell to the floor because, she felt so much pain. She is reporting pain in her left hip joint/groin and lateral thigh area. Also reports that she does not have the left gluteus strength. Has to use both arm to pull herself up stairs. After seeking a second opinion, the doctor reported that her non surgical right leg is 8mm longer her implanted left leg. She also reported a lumbar MRI revealed bulging disks. She would like to know if these issues can be implant related. She alleges that several of her hip components and surgical protocol has been recalled."

Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report.